Event description:
It was reported the customer elevated blood glucose levels (200-300 mg/dl). Customer performed troubleshooting and pump passed delivery system check.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.